Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post procedure check, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The patient was asymptomatic from this event. The lead was repositioned successfully the next day. The patient was fine post operation.